Event description:
My optometrist renewed my prescription for precision1 contact lenses in (B)(6) 2022. I had already worn them for all of 2021-2022 without any problems. Once I started the new batch, I began having a bad reaction to the lenses. With just one day of wear my eyes would feel totally dry the next morning. With several days of wear in a row, I developed pink eye like infections in both eyes. I was treated for pink eye twice in (B)(6) 2022. I then saw an ophthalmologist who recommended that I wash the contacts with preservative free solution after removing them from the blister pack and before inserting them. This resolved the issue. I have been using preservative free drops and daily contacts for years so that was a known issue but I was surprised how contacts that were fine for me in 2021 were not in 2022. I think the formula in the blister pack may have changed.